Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a calcified bilateral lesion in the iliac artery with 90% stenosis. The device was inspected prior to use with no abnormality noted. It is unknown if negative prep was performed on the device prior to insertion into the patient. This was the first device used to treat the target vessel. No resistance was noted when loading the device and delivering it to the lesion site. The balloon passed through the lesion; however it could not be inflated. A press pump was used for inflation purposes. It was reported that the event did not affect the patient. The case was completed with another balloon. Evaluation summary: no kinks were detected on the device. The balloon is partially unfolded. A rupture was identified in the middle of the balloon.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (calcified lesion, 90% stenosis), device failure/lack of effectiveness related to patient condition (calcified lesion, 90% stenosis) (B)(4).